Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose as low as 58 mg/dl at the time of the incident. The customer was at 121 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they have been experiencing lows. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No over delivery anomalies noted.